Manufacturer narrative:
The mobile view station (mvs) power board and uninterruptible power supply (ups) were returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No problem was found with either component while under testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the mobile view station (mvs) control board and uninterruptible power supply (ups) have been received by the manufacturer. However, analysis has not been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) computer and uninterruptible power supply (ups) would not turn on when the power button on the mvs was pressed. The mvs control board and ups were replaced. The firmware on the mvs control board was updated and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. 10, 120, and 4307 are associated with the system checkout. 4114, 3221, and 4315 are associated with the replaced mvs control board and ups. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that a new mobile view station (mvs) monitor did not come on. A manufacturer representative saw the line power on the mvs. Technical services (ts) had the representative open the front cover and the uninterruptible power supply (ups) was off. The representative turned on the ups and the issue was resolved. There was no patient present when this issue was identified. An update was provided that the issue was not resolved. The issue was with the mvs monitor; it did not come on when booted up with the imaging system although the green power line was on. When the front cover opened up, the ups was off. Power could be turned on manually but it would still not connect to the system. It read "battery mode" when the system was plugged in.